Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, gel leak. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported left side gel bleed and capsular contracture baker grade iii. Device has been explanted.

Event description:
Physician reported left side gel bleed and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Gel bleed: no observe. As per the investigation procedure opening, crease non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Physician reported left side gel bleed and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 07/nov/2024.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15/nov/2024.

Event description:
Physician reported left side gel bleed and capsular contracture baker grade iii. Device has been explanted.